Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) was set in 2017; then, the device stopped working and presented fluid leak. The patient experienced recurring incontinence. A surgical procedure was performed to replace the system. There were no further patient complications.